Manufacturer narrative:
(B)(4). Additional information received: what is the current patient status? Unknown. What was the patients tissue health (chemo/radiation)? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Purse string not used. Were there any purse string issues? No. Who did the string ? Resident attached anvil to trocar by hand. Was there any difficulty removing the device from the tissue? No, if yes, how many counter-clockwise revolutions were used to open the device? No issues but used 2 revolutions to open. Did the device cut? Yes. If the device cut, was the cut line fully circumferential around the target tissue? Yes. Were the donuts complete? Dr did not check. Was there an inter-operative inspection? Yes air leak test. What was the appearance of the staples that were deployed on the tissue? Dr said staple line looked fine. How was the leak detected? 7-10 days post op. How was the leak resolved? Not sure.

Event description:
It was reported that one week following the colon resection, the patient had a leak. It is unknown how the leak was resolved. The sales representative was in the initial case and the case was a long procedure that lasted six hours. The patient had a large tumor that was attached to the stomach and colon. The surgeon dialed down and fired. The device was removed with no issues. The surgeon did not check the donuts in the device, but did a leak test which was negative.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.